Event description:
After the preparations for a left atrial ablation procedure, prior to the first ablation, the flow rate of the cool point pump didn't increase. There was no communication between the generator and the pump; the communication icon displayed grey rather than green. After an hour of troubleshooting the procedure was changed to a cryoablation. At a later date, further troubleshooting identified that replacing the cable resolved the reported issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported communication issue could not be conclusively determined.

Event description:
The patient was under general anesthesia for an additional hour.